Event description:
Patient was intubated and strapped on 3100 surgical bed. Bed was elevated and in slight trendelenberg to facilitate operative procedure. Surgeon requested that the bed be let down to commence closure. Just after the bed started down, it suddenly fell all the way to its lowest height. The patient remained on the bed. Area around and under surgical bed was examined to ensure no interference from other furniture or equipment. Nothing was noted and the bed remained locked on the floor. Surgery was completed and the patient was transferred to pacu. No harm to the patient or the staff.device #1is this a laboratory device or laboratory test?no.